Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse found that the display screen had symptoms of failing images, broken images, and lines. The fse checked and reconnected the cable connection points in the display. The display then returned to normal use. The machine was tested and could be used normally.

Event description:
It was reported that the before use cs100 intra-aortic balloon pump (iabp) screen had a problem. There was no patient involvement.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) screen had a problem. There was no injuries or deaths reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2. Corrected data : h6 (type of investigation), e2, e3.

Event description:
N/a